Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation revealed a cracked battery compartment as well as stripped battery cap threads. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim and discolored. Evaluation revealed that the battery compartment was cracked. The battery cap was found to be stripped and was not able to secure to the pump.